Manufacturer narrative:
Patient code 3191 was added to capture the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited out of range pace impedance measurement, however the value of that measurement was unknown. It was noted that the most recent measurement was 219 ohms. A stored episode revealed noise on the rate/sense channel. It was determined that the lead was fractured. The pocket was re-opened, the lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.